Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6), 2012. According to the complainant, during the seal integrity phase, a fluid loss alarm was noted necessitating the physician to utilize a second tenaculum. After resuming the procedure, the physician observed fluid leaking from the cervix approximately 2 minutes into the ablation phase. The leaking fluid varied initially from a small drops rising to a "copious" amount after the patient moved. The physician immediately terminated the procedure. Subsequently, the patient received burns on the lower 1/3 of vulva and a small streak on the left gluteal region from a streaking drop of hot saline. The physician classified the burns all as first degree. Treatment included silvadene cream as well as vicodin and naprosyn for pain relief. No antibiotics were necessary or prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, during the seal integrity phase, a fluid loss alarm was noted necessitating the physician to utilize a second tenaculum. After resuming the procedure, the physician observed fluid leaking from the cervix approximately 2 minutes into the ablation phase. The leaking fluid varied initially from a small drops rising to a 'copious' amount after the patient moved. The physician immediately terminated the procedure. Subsequently, the patient received burns on the lower 1/3 of vulva and a small streak on the left gluteal region from a streaking drop of hot saline. The physician classified the burns all as first degree. Treatment included silvadene cream as well as vicodin and naprosyn for pain relief. No antibiotics were necessary or prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4): received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned product found that upon the initial attempt to engage the cassette a 'cassette error' was received. The communications board was replaced and upon the second attempt to engage the cassette another 'cassette error' was received. Further engineering analysis was able to determine that the most likely cause of the 'cassette error' received during product analysis was residue present on the level sense board. There were no defects noted to the returned device that would have contributed to the cervical leak. Based on information available at this time, the most probable root cause classification for the event is anticipated procedural complication.